Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that about 6 weeks after surgery, the implantable neurostimulator (ins) started ¿a discoloration, redness around the ins outline.¿ it was noted that there wasn¿t any pus and was not at the incision site. It was noted that this occurred ¿right around after the patient¿s first charging session.¿ it was noted that the manufacturing representative saw the general surgeon and ¿did not think it was an infection.¿ additional information received reported that the cause of the event ¿appeared to be autoimmune.¿ it was noted that the implantable neurostimulator (ins) was attributed to the event. It was noted that there were no abnormal impedances. It was noted that the patient had a skin reaction. The system was explanted and the patient¿s symptoms were all cleared since the explant. The patient was not hospitalized due to this event. The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that patient pain stimulator was already explanted. Health care professional (hcp) verified that everything was removed because it was inflamed. No patient symptoms or complications were reported in this event.